Manufacturer narrative:
Continued section e1 (phone #) (B)(6). The events of necrosis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis & exposure.

Event description:
Healthcare professional reported left side necrosis, exposure and capsular contracture, baker grade ii. The device has been explanted.